Event description:
This spontaneous case report was received from a consumer via FDA, the regulatory authority in the united states on 12-oct-2015 (case# mw5044165, received at FDA on 07-jul-2015). Most recent information received on 26-apr-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 2 days after insertion of essure, the patient experienced back pain ("after the 2nd day I was in a lot of pain in my lower back"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy bleeding, heavy vaginal bleeding"), abdominal pain ("abdominal pain, severe cramping"), abdominal pain upper ("very bad pains in lower stomach"), premenstrual syndrome ("my pms is longer than ever sometimes I go 2 weeks"), dyspareunia ("hard time having sex with my husband, very very painful") and rash ("I break out in a very bad rash on my stomach, skin rashes"). The patient will be treated with surgery (she is scheduled to have the devices removed via salpingectomy in (B)(6) 2017). Essure treatment was not changed. At the time of the report, the pelvic pain, vaginal haemorrhage, abdominal pain, abdominal pain upper, premenstrual syndrome, dyspareunia and rash had not resolved and the back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, back pain, dyspareunia, pelvic pain, premenstrual syndrome, rash and vaginal haemorrhage to be related to essure. The reporter commented: essure was implanted on (B)(6) 2012. After the implant procedure, she began to experience abdominal and pelvic pain, skin rashes, severe cramping and heavy vaginal bleeding. She first began to experience pain and heavy bleeding in 2010 (conflicting data), her physician did not inform her that the essure was a potential cause of her injuries. She was schedule to undergo a surgical (salpingectomy) procedure to remove the essure devices in (B)(6) 2017 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: coils properly placed. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No product quality defect was confirmed therefore a relationship to the reported events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 26-apr-2017: legal claim received - indication and start date of essure were updated, lab data provided and the events added abdominal and pelvic pain, severe cramping, heavy vaginal bleeding, heavy bleeding. Case upgraded to incident. Company causality comment: this spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 and reported adverse events including pelvic pain. A salpingectomy was scheduled to remove essure in (B)(6) 2017. Pelvic pain is highly prevalent in women and may have multiple causes. In this case, no alternative explanation was given for plaintiff's pain. This case was upgraded to incident upon receipt of a legal complaint, since a surgical intervention is planned. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. An updated product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced back pain ("after the 2nd day I was in a lot of pain in my lower back"), 2 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy bleeding, heavy vaginal bleeding"), abdominal pain ("abdominal pain, severe cramping"), abdominal pain lower ("very bad pains in lower stomach"), premenstrual syndrome ("my pms is longer than ever sometimes I go 2 weeks"), dyspareunia ("hard time having sex with my husband, very very painful"), rash ("I break out in a very bad rash on my stomach, skin rashes"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and cystitis ("bladder/urinary problems- bladder infect.") And was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial) salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, back pain, abdominal pain, abdominal pain lower, dysmenorrhoea, female sexual dysfunction and weight increased had resolved, the premenstrual syndrome, dyspareunia and rash had not resolved and the menorrhagia and cystitis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain, premenstrual syndrome, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure was implanted on (B)(6) 2012. After the implant procedure, she began to experience abdominal and pelvic pain, skin rashes, severe cramping and heavy vaginal bleeding. She first began to experience pain and heavy bleeding in 2010 (conflicting data), her physician did not inform her that the essure was a potential cause of her injuries. She was schedule to undergo a surgical (salpingectomy) procedure to remove the essure devices in may-2017 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in june 2012: results: coils properly placed. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No product quality defect was confirmed therefore a relationship to the reported events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received : new events added : "dysmenorrhea (cramping),apareunia, menorrhagia (heavy menstrual bleeding), bladder/urinary problems- bladder infect., weight gain ". Outcome of events, "pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), weight gain, dysmenorrhea (cramping),apareunia" were changed to "recovered/resolved". Patient's demographics were added. Product indication updated. Essure removal date was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5044165) on 12-oct-2015. The most recent information was received on 20-sep-2019. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and pelvic pain ('pelvic pain/pain') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 151lbs. Concurrent conditions included vomiting and chlamydial infection nos. Concomitant products included ibuprofen and naproxen. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced back pain ("after the 2nd day I was in a lot of pain in my lower back/ lower back pain"), 2 days after insertion of essure. In (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain, severe cramping"), rash ("I break out in a very bad rash on my stomach, skin rashes/ rash on breast/ rash on leg"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia") and allergy to metals ("nickel allergy"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy bleeding, heavy vaginal bleeding"), abdominal pain lower ("very bad pains in lower stomach"), premenstrual syndrome ("my pms is longer than ever sometimes I go 2 weeks"), dyspareunia ("hard time having sex with my husband, very very painful"), cystitis ("bladder/urinary problems- bladder infect."), bacterial infection ("bacterial infection") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (hysterectomy (partial) salpingectomy (bilateral) and ablation). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, back pain, abdominal pain, abdominal pain lower, dysmenorrhoea, female sexual dysfunction, weight increased, urinary tract infection, bacterial infection and bacterial vaginosis had resolved, the premenstrual syndrome, dyspareunia and rash had not resolved and the cystitis, vaginal discharge and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, bacterial infection, bacterial vaginosis, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain, premenstrual syndrome, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure was implanted on (B)(6) 2012. After the implant procedure, she began to experience abdominal and pelvic pain, skin rashes, severe cramping and heavy vaginal bleeding. She first began to experience pain and heavy bleeding in 2010 (conflicting data), her physician did not inform her that the essure was a potential cause of her injuries. She was schedule to undergo a surgical (salpingectomy) procedure to remove the essure devices in (B)(6) 2017 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: results: coils properly placed. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain in female, rash is on her stomach, under her breasts and on her sternum, menorrhagia. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No product quality defect was confirmed therefore a relationship to the reported events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs and mr received: new events added: vaginal discharge, uti, nickel allergy, bacterial infection, bacterial vaginosis. Event onset date were added. Reporter information were updated. Concomitant drugs, medical history, lab data were added.. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.